Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was not bent or kinked. The device generated an alarm, which is a safety feature alerting the user that the device has reached its 80 hour use limit. Investigation results did not observe any issues that would result in a failure to deliver insulin. The top housing was observed to have been damaged and the piezo plug was unseated. Corrosion was observed on the bottom battery. The corroded battery did not affect the functionality of the pod. No internal leaks were noted during testing. The cause of the issues noted could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 3.81 g/l (381 mg/dl) with ketones present and that the cannula was bent. The patient was not feeling well and nauseous. Hyperglycemia treated by patient with a correctional bolus and a manual injection with an insulin pen (exact amount was not provided), then changing the pod.